Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver as expected. No specific data was provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Multiple attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This reporter represents all the information known by the reporter upon query by hospira personnel.